Event description:
Customer reportedly obtained results of approx 300mg/dl and 144mgdl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.